Manufacturer narrative:
This incident relates to two other incidents, reported as 3002807968-2019-00056 and 3002807968-2019-00058.

Event description:
According to the complaint, customer samples from a patient were measured on an abl800 flex analyzer with the following results for na+ and ca2+: (B)(6) 2019 / 20:16 (measurement time) / na+: tech error (measurement unstable) / ca2+: 1.51 mmol/l. (B)(6) 2019 / 23:33 (measurement time) / na+: 148 mmol/l / ca2+: 1.47 mmol/l. Lab results for comparison: (B)(6) 2019/ 20:20 (measurement time) / na+: 138 mmol/l. Based on the series of measurements, the customer reports the results for na+ as false high. No lab results for ca2+ was available, but the customer still reports the results as false high. The customer has replaced the reference membrane.

Manufacturer narrative:
The customer used a non-radiometer blood sampler, but since 1-jan-2020 radiometer's pico70 sampler was used instead. Coincidentally, no more spurious na & ca results was reported. Most likely, the issue at the customer was use of a non-radiometer blood sampler but this can't be confirmed.